Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed due to wide premature ventricular contraction. Patient was asymptomatic. Programming changes were recommended.